Event description:
During installation of the centrifugal system, it was noted that the centrifugal battery unit was shipped with the power switch in the "on" position. The batteries were depleted. The field service representative started charging system and completed a full inspection. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation in process but not yet concluded.